Event description:
It was reported that stimulation was intermittent and was "a predictable fixed on/off" stimulation. The pt had been implanted on the previous day. The only access was to amplitude. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.